Event description:
An attempt was made to deploy a 2.5mm diameter x 24mm length endeavor rx drug-eluting coronary stent into a pt. The target lesion, located in the lad #7, was described as excessively tortuous, moderately calcified exhibiting 90% stenosis and was pre-dilated several times; however, it is reported that the relevant endeavor rx stent could not cross the lesion and dislodged during removal from the pt's body. The deformed strut on the proximal part of the dislodged stent was confirmed under x-ray, and it was not able to be withdrawn into the guide catheter. The whole system was pulled to brachial, and was withdrawn after it was pulled into the sheath with a snare. A previous attempt to place an endeavor rx drug-eluting stent at the lesion after pre-dilation failed and the physician confirmed that the stent had been damaged during this attempted delivery. The pt is reported to be fine and no other sequelae were reported. The physician commented that the endeavor rx did not cause this event. Medtronic has received the device and its analysis has been completed. The distal tip was flared indicating it had been stubbed. A clear liquid was evident in the balloon and inflation lumen. The balloon folds were partially opened; crimp/brake impressions were evident on the balloon. The stent was returned attached to a snare device and was severely stretched and deformed. Info received from the account confirmed that the stent was inspected prior to use with no issues noted. The target lesion, located in an excessively tortuous vessel, was reported to be calcified with hard stenosis and appeared to be resistant to pre-dilation. The possibility exists that due to the hard stenosis the pre-dilation balloon may not have been effective in opening the stenosis sufficiently and this may have resulted in the resistance experienced during delivery of the endeavor stent. A previous attempt to place an endeavor stent at the lesion after pre-dilation failed and the physician confirmed that the stent had been damaged during this attempted delivery. After removal of the first stent the lesion was again pre-dilated; however, it was confirmed on cine that the second device could not cross the lesion and became damaged at the proximal section of the stent, most likely due to the hard condition of the lesion. As per the event description the stent dislodged from the balloon, while advancing into the guide catheter, during withdrawal from the pt. It appears most likely that the damage reported to the proximal stent segments caught on the tip of the guide catheter during withdrawal resulting in the stent dislodgement as reported. As it was confirmed that the procedure was finished using to smaller length endeavor stents, it is possible that the smaller length stents were more optimum for the lad lesion; however this cannot be confirmed. Based on the event description it appears most likely that the pt morphology may have impacted on the deliverability of the stent and resulted in the reported damage to the stent. The stent dislodged, most likely, as a result of the damaged segments catching in the guide catheter during withdrawal of the device from the pt. Therefore, the dislodgement was related to another device. Stent dislodgement is also listed as an inherent risk of a ptca procedure.

Manufacturer narrative:
Evaluation codes, results - and conclusions: excessive tortuosity, calcification, 92% stenosis, stent dislodgement, guide catheter.